Manufacturer narrative:
(B)(4). The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock and went to the clinic. Interrogation of the s-ICD revealed a red warning screen indicating that a da alert had been triggered. It was determined that a memory inconsistency occurred that was self-corrected by the device. The s-ICD was functioning normally. No adverse patient effects were reported.